Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were maintenance alerts popping up. A technical support specialist configured the windows to resolve the issue, and the customer confirmed that the power cord was reseated by the technician. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, there were maintenance alerts popping up. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.